Manufacturer narrative:
A sample device was not returned for analysis. Non-qualified ovd was used. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implant procedure, a small piece of cartridge visible in the eye and aspirated by the surgeon at the time of removal of the viscoelastic. Additional information was requested.

Manufacturer narrative:
The used company cartridge was returned. Viscoelastic was observed at the edge of the loading area with a small spot in the tip. The cartridge has evidence it was placed into a handpiece. No cartridge damage was observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified lens model/diopter was indicated with a non-qualified viscoelastic. The handpiece used was not provided. It is unknown if a qualified product was used. The root cause for the reported material in the eye could not be determined. No damage was found. No foreign material was observed. Top coat dye stain testing was conducted with acceptable results. Information was provided that a non-qualified viscoelastic was used. It is unknown if a qualified handpiece as used. Per the IFU: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).